Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and adnexa uteri cyst ('tumor / teratoma / cancer-paratubal cyst') in a 28-year-old female patient who had essure (batch no. C03093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, heavy periods, chlamydial infection, trichomoniasis and cholecystectomy. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In november 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). In january 2015, the patient experienced pollakiuria ("bladder or urinary problems or changes :frequent urination") and urinary incontinence ("bladder or urinary problems or changes : urinary leakage"). On (B)(6) 2018, the patient experienced ovarian mass ("tumor / teratoma / cancer- ovarian mass"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced adnexa uteri cyst (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (full abdominal hysterectomy with bilateral salpingectomy and removal of the right paratubal cyst). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved, the adnexa uteri cyst, menorrhagia, female sexual dysfunction, ovarian mass, abdominal pain, pollakiuria and urinary incontinence outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, adnexa uteri cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, ovarian mass, pelvic pain, pollakiuria, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date : 30-jul-2014. Previously reported essure insertion date was 12-jul-2014. Patient tolerated procedure well. Training coils- left:2. Right:3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 02-dec-2014: total bilateral occlusion. Adequate placement of essure implants. No evidence of tubal patency.. Pregnancy test - on 28-jul-2014: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: medical records received. Lot number received. Treatment drug was added, essure insertion date was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and adnexa uteri cyst ('tumor / teratoma / cancer-paratubal cyst') in a 28-year-old female patient who had essure (batch no. C03093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, heavy periods, chlamydial infection, trichomoniasis and cholecystectomy. Concurrent conditions included paratubal cyst. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced pollakiuria ("bladder or urinary problems or changes :frequent urination") and urinary incontinence ("bladder or urinary problems or changes : urinary leakage"). On (B)(6) 2018, the patient experienced ovarian mass ("tumor / teratoma / cancer- ovarian mass"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced adnexa uteri cyst (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (full abdominal hysterectomy with bilateral salpingectomy and removal of the right paratubal cyst). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved, the adnexa uteri cyst, menorrhagia, female sexual dysfunction, ovarian mass, abdominal pain, pollakiuria and urinary incontinence outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, adnexa uteri cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, ovarian mass, pelvic pain, pollakiuria, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date : (B)(6) 2014. Previously reported essure insertion date was (B)(6) 2014. Patient tolerated procedure well. Training coils: left:2, right:3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Adequate placement of essure implants. No evidence of tubal patency.. Pregnancy test - on (B)(6) 2014: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: fu 6 and 7 processed together. Quality safety evaluation of ptc. Medical record received. Reporter's information and medical history was added. On 17-may-2019: fu 6 and 7 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and adnexa uteri cyst ("tumor / teratoma / cancer-paratubal cyst") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, heavy periods, chlamydial infection, trichomoniasis and cholecystectomy. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and sulfamethoxazole;trimethoprim (mortin). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). In (B)(6)2015, the patient experienced pollakiuria ("bladder or urinary problems or changes :frequent urination") and urinary incontinence ("bladder or urinary problems or changes : urinary leakage"). On (B)(6)2018, the patient experienced ovarian mass ("tumor / teratoma / cancer- ovarian mass"), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced adnexa uteri cyst (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full abdominal hysterectomy with bilateral salpingectomy and removal of the right paratubal cyst). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved, the adnexa uteri cyst, menorrhagia, female sexual dysfunction, ovarian mass, abdominal pain, pollakiuria and urinary incontinence outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, adnexa uteri cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, ovarian mass, pelvic pain, pollakiuria, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date : (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Adequate placement of essure implants. No evidence of tubal patency.. Pregnancy test - on (B)(6)2014: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received : event " abnormal bleeding (vaginal, menorrhagia); apareunia, dysmenorrhea, dyspareunia (painful sexual intercourse); paratubal cyst, ovarian mass,fatigue, abdominal pain, frequent urination, leakage" were added. Outcome of event " abnormal bleeding, cramping, dyspareunia, pain were updated as recovered and fatigue were updated as recovering. Reporter, product and patient information were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.